Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete. Oscor is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor, which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor or its employees, that the report constitutes an admission that the device, oscor or its employees, caused or contributed to the event described in this report.

Event description:
During the procedure the loader of the 10f delivery systems broke in two parts as the valves were connected to each other for device insertion. This caused the device to exit the tubing while being inserted into the patient's leg. We realized and took the device out and opened another 10f. This happened again with another 10f delivery loader. We just kept the loader together manually for the procedure to continue as the patient was under general anesthetic (ga). Device was implanted with no further issues. The device was unfortunately discarded by the team. I also have a video available of how it came apart. Event was not notified to an authority.